Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used in liver during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During procedure, the foam lodged inside the endoscope channel. The foam piece was retrieved when the scope was removed. A water-soluble lubricant was not applied on the biopsy cap prior to use. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.